Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a shoulder surgery while inserting the anchor the sutures did slip out because the fastening is missing. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Complaint allegation is confirmed. Visual inspection identified that the returned fibertak is missing the anchor and returned disassembled from the shaft of the fibertak¿ suture anchor with 1.3 mm suturetape¿(white/blue). No issues were found with the fibertak. Functional testing was not performed due to the damage to the device. The method of bone preparation and the quality of the bone encountered were not specified. The most likely cause for the reported failure can be attributed to a manufacturing issue; however, due to the device being returned unpacked, we are unable to confirm the reported event.